Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00322 and 9616099-2007-00325 . Additional information will be submitted upon 30 days of receipt.

Event description:
The patient returned to the hospital for a 6-month follow-up. The patient complained of chest pain, and st-elevation was confirmed. A coronary angiogram was conducted and thrombus was not observed in the cypher, but restenosis was confirmed at the overlapping portion. A stent fracture was suspected at the portion as well. To treat the restenosis, plain old balloon angioplasty (poba) was conducted with a 3.0 x 10mm cutting balloon at 8 atms for 60 seconds (twice). Though thrombus was not observed, there might be thrombus considering the symptoms the patient had. The patient returned to the hospital for a four month follow up after the percutaneous coronary intervention (pci) done six months after the index procedure, and another coronary angiogram confirmed restenosis at the overlapping portion again. In 2006, the patient went in for an elective procedure to treat a lesion in the type c, de novo and eccentric distal right coronary artery (rca). The lesion was 30mm and the vessel diameter was 3.5mm. The lesion was pre-dilated with a 3.0 x 20mm balloon at 8 atms for 30 seconds. A 3.0 x 18mm cypher was implanted at 16 atms for 10 seconds and a 3.5 x 18mm cypher was implanted at 18 atms for 15 seconds proximal to the 1st cypher, overlapping it. Post-dilatation was conducted with a 3.5 x 12mm balloon at 22 atms for 15 seconds. An intravascular ultrasound (ivus) was conducted and revealed that the residual percentage of stenosis was 0. Timi flow grade before and after the procedure was 3. The physician commented that the cause of the thrombotic event was because the blood flow was bad due to probable stent fracture (by ivus), which led to the restenosis.